Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine maintenance, the cs100 intra-aortic balloon pump (iabp) unit's battery status was not displayed and the battery could not be charged.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the cause of the failure was the was battery aging and damage. So, in order to fix the issue, the fse replaced the batteries. The unit passed all factory-specified performance and safety index tests. The unit was then delivered to the customer and released for clinical use.

Event description:
It was reported that during a routine maintenance, the cs100 intra-aortic balloon pump (iabp) unit's battery status was not displayed and the battery could not be charged. There was no patient involvement.